Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding discordant enzymatic hemoglobin a1c (a1c_e) patient sample results obtained on an atellica ch 930 analyzer. Siemens healthineers has confirmed the potential for intermittent well-to-well bias affecting the a1c_e/a1c_h assay when used on the atellica ch and atellica ci systems. Us customers were notified through an urgent medical device correction (umdc, letter achc26-06.a.us) and ous customers were identified through urgent field safety notice (ufsn, letter achc26-06.a.ous) titled ¿potential for well-to-well bias affecting atellica enzymatic hemoglobin a1c assay results¿. The communication was directed to all customers who received atellica ch enzymatic hemoglobin a1c (a1c_e) impacted lots informing them of the issue and providing instructions the customer must follow.

Event description:
The customer reported to siemens they obtained discordant enzymatic hemoglobin a1c (a1c_e) results on seventy-eight (78) patient samples on an atellica ch 930 analyzer. The discordant results were reported to the physician(s) and not questioned. The same samples were reprocessed on either an alternate atellica ch 930 analyzer or on the original atellica ch 930 analyzer. Correct results were obtained and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant enzymatic hemoglobin a1c (a1c_e) results.